Event description:
Received information, the device was removed due to skin erosion which left an open wound. The wound healed. No further information was provided.

Manufacturer narrative:
(B)(4). Analysis: (B)(4) - no anomaly found. Ipg functionally ok. Ns output was tested at the cut end of the lead. Good, stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load, connected to the cut end of the lead. Model 7482-(B)(4) - no significant anomalies. Extension ok but cut thru 6.5cm from proximal end. Continuity acceptable all circuits all segments, no shorts (dry). Ins output was tested at the cut end of the lead. Good, stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load, connected to the cut end of the lead.